Event description:
It was reported by the customer that the fiber optic input was not working properly in the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred; however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found a broken sensor. The stm replaced the sensor. A full calibration and functional check were performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The full name of the event site in block e1 was shortened due to field character limit; the full name is providence general medical center

Event description:
It was reported by the customer that the fiber optic input was not working properly in the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred; however, there was no patient involvement and no adverse event reported.